Manufacturer narrative:
Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify pump overheating and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. No damage was found on the battery compartment noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was over heated and battery was draining. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.